Manufacturer narrative:
The event occurred on an unspecified date in 2022, reported as 2-2.5 months ago. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette set was leaking. The leak was discovered coming out of the machine door during priming of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.